Event description:
The customer tested his blood glucose using his breeze2 meter and received a reading of 98 mg/dl. He retested using another meter and received a reading of 240 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. New meter and strips were sent to the customer. He is expected to return his strips for evaluation.